Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k061118.

Event description:
An attempt was made to contact the patient to clarify information but the patient decline to provide any more information. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultramini meter has an error 4 issue. The patient manages her diabetes with oral medication. The error 4 issue began on (B)(6) 2010 at 12 pm. The patient did not make any alteration to his medication due to the product issue. There was no allegation of any symptoms due to the issue. However, on (B)(6) 2010 at 9 am, the patient reportedly received medical intervention with 2 shots of insulin and IV fluids at the emergency room. The patient's blood glucose reading of "400, 200, and 300 mg/dl" was obtained on the hospital meter at 9:30, 10:30, and 11:30 am respectively. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the error 4 issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment suggestive for hyperglycemia after the product issue began.